Event description:
Litigation papers allege: on or about (B)(6) 2005, patient was implanted with a depuy pinnacle mom hip implant on his left side. Patient has experienced severe pain, discomfort and inflammation in his left thigh, left hip area, and groin. He also feels extreme discomfort when sitting for periods of time. Patient was revised on or about (B)(6) 2011. Doi: (B)(6) 2005 - dor: (B)(6) 2011 (left side) (B)(6).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A previous device history record review for the lot codes provided did not reveal any related manufacturing anomalies. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 1832440 and 1822817 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medical records received. After review of the medical records for MDR records, the revision operative note indicated osteolytic cysts and no major metallosis. Lab results from (B)(6) 2011 indicated metal ion levels were below 7ppb.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.